Manufacturer narrative:
(B)(4). No tests/laboratory data was available. Other relevant history no information was available. Serial number is not applicable to this device. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during an unplanned peripheral procedure the wires became entangled at some point during multiple needle plunges and attempted intimal wire advancement. Access was lost in the subintimal space as device was removed. No resistance was encountered. No damage was observed after removal from patient. The procedure was aborted and rescheduled because the patient complained of back pain from lying on a hard surface. Vessel: contra lateral sfa; 100% occluded with slight calcification. The device was returned with two guide wires. One left in the needle lumen and the other left in the rx lumen. Both guidewires were removed and the device was visually and microscopically inspected. There was sanguineous material present along the device. The needle was tested for deployment and the needle was deployed and retracted multiple times with no resistance. The probable cause of the reported wire entanglement is the removal of the catheter while guide wires were extending beyond the distal tip and needle lumen. There were no observations with the device that contributed to the reported failure. The instructions for use (IFU) advises: insert the distal end of a 300 cm long 0.014" (0.36 mm) floppy guidewire into the needle lumen but do not leave the distal tip of the wire exposed outside the needle tip (place it within the needle). Carefully tighten the rotating hemostasis valve around the needle guidewire. Upon successful placement of the needle guidewire, return the needle deployment and stop rings to their original positions to retract the needle. Warning: ensure that the needle is fully retracted and locked before attempting any withdrawal from the peripheral vascular system. If the catheter needle fails to retract during the procedure, the following steps are recommended to remove the catheter. A. Verify that the needle cannot be retracted. B. If it becomes necessary to retract the catheter with the needle extended, then the needle guidewire see note should be extended out of the needle tip prior to retraction. Note: the needle guidewire is the 300 cm, non-hydrophilic guidewire which passes through the needle (as opposed to the rx guidewire which passes through the rx lumen). C. With the needle guidewire out of the needle tip, remove the catheter in a slow, controlled manner. Do not advance the catheter in a distal direction. This could cause an unintended vessel trauma. Completely remove the 0.014" (0.36 mm) tracking guidewire from the catheter and the introducer sheath. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. Additionally, complaints are monitored by monthly complaint review board process. This malfunction is being reported because there is a potential for harm if the malfunction were to recur due to tangled wires.